Event description:
Right ventricular (rv) lead integrity alert (lia) on (B)(6) 2020 triggered by high rate non-sustained episodes and sensing integrity counter (sic). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).